Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity I tsh result for one patient with hypothyroidism. The following data was provided: initial result, on 05jul, was 2.219 uiu/ml, repeated on another analyzer was about 2.0 uiu/ml, repeated using a rebio assay was 7.582 uiu/ml. Additional laboratory results were provided: ft3 was 2.77 pg/ml; ft4 was 0.73 ng/dl; ft3 using the rebio assay was 2.86 pg/ml; ft4 using the rebio assay was 0.63 ng/dl. The patient¿s previous tsh results on the rebio assay were 11-13 uiu/ml. The ft3 and ft4 results were the same. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Trending review determined no related trend for the issue for the product. Device history record review on lot 37056ud00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 37056ud00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the alinity I tsh reagent, lot number 37056ud00, was identified.